Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component catalog # 00576401551 lot # 62473703, articular surface size ef 10 mm height "use with plate 3 catalog # 00596403210 lot # 62620677, dia. Standard 8.5 mm thickness catalog # 00597206532 lot # 62646257. (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00062.remains implanted.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on an unknown date. Subsequently, the patient is experiencing pain, swelling and loosening. The patient is scheduled for a future revision surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The products were evaluated through manufacturing review, however, the reported event could not be confirmed with the information provided. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for the nexgen knee, pain, swelling and instability are known adverse effects of knee arthroplasty. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2018-00062, 0001822565-2018-02111, 0002648920-2019-00147.

Event description:
It is reported that the patient has experienced pain, swelling, instability, clicking noises and a leg length discrepancy approximately three (3) years following left knee arthroplasty. The patient is scheduled for a revision procedure to address these complications. No additional patient consequences were reported.